Event description:
Device returned for no touchscreen input. Customer described the front screen failing to display any image. During investigation, the device was able to function and perform infusions and touchscreen functionality was confirmed to be working. The device was opened to inspect for internal damage. A crack was identified on one of the screw mounts of the rear housing. Damage was identified on one screw mount of the lvp carry handle. The handle is not fully secured to the front housing due to this damage. The wire for the wifi antenna near the bottom of the device was found pinched between the handle and the front housing. All four of the screw mounts for securing the main pcba to the front housing are damaged and the board is loose. After lvp front housing, lvp handle, nanoblade internal embedded antenna, and lvp rear housing, have been replaced, device will be sent to the test line for full functional testing. The reported condition was not confirmed.

Event description:
The following has been reported: biomed reported: dead screen all black. 06/04/2025- biomed reported: no outside damage screen just doesn't fire up. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.